Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient experienced a corneal ulceration in their left eye while wearing a monthly replacement contact lens. The patient went to the hospital for treatment and was diagnosed with contact lens related keratitis with a bacillus infection of the left eye. The patient was prescribed moxifloxacin and was advised to wear glasses at the time of treatment. At the time of this report, the patient had stated the left eye opens better with less light sensitivity.